Event description:
Report received from the USA stating that there was foreign matter in the oil reservoir of this device. The device was not used in surgery. It is unknown if there were any user or patient injuries or if medical intervention was required. The event date is unknown. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent.